Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection with laparoscopic approach on the resection of the rectum, the stapler did not close properly and did not fire and there was no poor staple formation. The green button was not pressed. They replaced the reload and stapler to complete the case.